Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the customer got the message" venous bubble detector defective" and audible alarm sounding. The cardiohelp was used with the alarm sounding and not replaced with another device. The failure occurred during treatment. No harm to any person has been reported. As a venous bubble sensor defective alarm, can lead to a backflow prevention if the intervention is set by the user, a report is required. As confirmed by getinge service and sales unit the venous bubble sensor was replaced. The log files of the reported cardiohelp device were reviewed and the error message: "venous bubble sensor defective" could be confirmed multiple times on the date of event. There were no pump stopped within the log files on the date of event. Another venous bubble sensor with a similar failure was already investigated by the supplier (B)(4). Following possible root causes were determined: damaged wiring inside the cable due to mechanical tension, damage due to overvoltage or esd (electrostatic discharge).due to the age of the device and this component venous bubble sensor, age related aspects can be considered as well. According to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. According to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors", it is stated that the sensors must be kept clean. The device was manufactured on 2018-07-19.the review of the non-conformities has been performed on 2025-06-06 for the period of 2018-07-19 to 2025-02-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "got message venous bubble detector defective and audible alarm sounding" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the customer got message venous bubble detector defective and audible alarm sounding. The failure occurred during treatment, without a pump stop. No harm to any person has been reported. As a venous bubble sensor defective alarm is a high priority alarm, which leads to zero mode flow, a report is needed. Complaint ID:(B)(4).